Event description:
During primary surgery implanted undesirable size ball on stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since it's release for distribution. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contribute to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.